Event description:
It was reported by (B)(6) that the motor device made a grinding noise when the device was switched on. During in-house engineering evaluation, it was observed that the thermistor was worn out and the console device displayed an e6 error code. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: (B)(6). The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was not duplicated or confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was observed that the thermistor was worn out and the console device displayed an e6 error code. The assignable root cause was determined to be due to normal wear from use and servicing over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.